Manufacturer narrative:
Correction: gauze used during the procedure was not returned with the wire. No deformation was noted to the returned wire. The proximal and distal ends of the wire exhibited normal distribution of the ptfe coating, considering the wire was used. Coating appeared to be patchy along the middle of the wire. Coating did not come off the wire when it was handled. Proximal, middle, and distal sections of the wire were wiped with saline-soaked gauze, after which no coating was noted to transfer onto the gauze. No other deformation was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An angiographic guidewire was attempted to be used. No damage was noted to the packaging. No issues were noted when removing the device from the packaging per IFU. The device was prepped per IFU with no issues noted. The wire tip was formed by the physician. The coating was moistened prior to use. It is stated that wires are taken out of the packaging and are sometimes left on the table under a moist towel but not soaked in a bowl of normal saline. It was noted that when the wire was wiped down with normal saline and a typical gauze, small bits of green material and green staining were identified on the gauze sponge. It is indicated that the wiping took place after the device was removed from the patient. It cannot be confirmed if there were any fragments left in the patient. No patient injury reported.

Manufacturer narrative:
Product analysis: one 0.038¿ j tip fixed core angiowire was returned, lot# gfcw3018 matching the complaint file. The returned device appeared to have dried saline along the coils. During visual analysis, the outer coils were intact, and the core wire was not exposed. At the very proximal end of the wire, the coating appears to have flaked off the outer coils. The middle of the wire exhibited flaking of the ptfe coating. Towards the distal end, the coating appeared to be peeling. The distal ball tip joint and distal end exhibited flaking of the coating. The wire was passed through fingers with gloves, resulting in no coating coming off or peeling. Proximal, middle, and distal sections of the wire were wiped with saline-soaked gauze, after which no coating was noted to flake or rub off onto the gauze. Correction 09 july 2019: nothing had changed regarding the protocol on how devices are wiped down. Units are stored in a nearby office location in addition to inside the cath lab itself. The wipes used at the account are either from the pack or are covidien curity all purpose sponge. The wipes were used with heparinized saline. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis update: towards the distal end, the coating appeared to be flaking as opposed to peeling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.